Manufacturer narrative:
The insulin pump was intermittent up and down buttons response due to corroded keypad traces. No button error alarm and no unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she go to the bolus menu and it would scroll up and down with any buttons being pressed. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.